Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle did not deliver a full dosage during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "stated, she is not sure the complete dosage went in 2 pen needles affected but could only provide "date of event" for one pen needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 03-jan-2023. H6. Investigation summary: customer returned 5 used pen needle 32g 4mm pro. It was reported by the costumer that patient end bends during use. The pen needles were visually inspected and observed 3 pen needles with patient end bent and 2 without any damages for both patient and non-patient end. Functionality test was performed on pen needles and observed proper no difficulties in attaching, detaching and flow. Hence, there is not definitive evidence found for difficult to use. Therefore, the alleged issue could not be confirmed based on the sample returned for the indicated failures. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure (difficult to use). Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle did not deliver a full dosage during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "stated, she is not sure the complete dosage went in 2 pen needles affected but could only provide "date of event" for one pen needle".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.